Event description:
The indication for the procedure was acute myocardial infarction (ami); location of the mi was undetermined; the pain onset to the intervention was greater than 72 hours. The pt presented with three-vessel disease and one lesion in the proximal lad artery (plad) was treated. The lesion was 6 mm long with a 3.0mm reference vessel diameter, the lesion presented 70% stenosis and timi iii flow. The de novo lesion was eccentric with irregular countour and was classified as type b1. The 3.00x8mm cypher stent was successfully deployed at 14 atmospheres. Post procedure the lesion present 0% stenosis and timi iii flow. The procedure was completed without any complication, and the pt was discharged the following day. During the one month follow-up, the pt had mild complaints of recurrent angina pectoris at exercise. Approximately six months post procedure, the pt presented with recurrent angina pectoris class iii; angiography revealed that there were no more lesions that could be dilated. Approximately eleven months post index procedure, the pt presented with angina. The pt was hospitalized due to a non st elevation myocardial infarction (mi), the location of the mi was undetermined. A control angio showed no significant new lesions. No in-stent restenosis. The angina complaints are probably due to diffuse atheromatosis of smaller vessels (microangiopathy). Amlodipine and nitrates were started, the dose of betablockers was also changed. The pt had also intermittent short runs of atrial fibrillation and frequent runs of atrial tachycardia which also caused the complaints of angina; the pt was started on cordarone. The pt was discharged five days later.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.